Event description:
It was reported that this right atrial (ra) lead exhibited abrupt out of range pace impedance measurements greater than 3000 ohms and noise which resulted in numerous inappropriate atrial tachy responses (atr). This ra lead was subsequently explanted and replaced. This ra lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this ra lead was explanted and replaced as a result of lead fracture. This ra lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device code.

Event description:
It was reported that this right atrial (ra) lead exhibited abrupt out of range pace impedance measurements greater than 3000 ohms and noise which resulted in numerous inappropriate atrial tachy responses (atr). This ra lead was subsequently explanted and replaced. This ra lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.